Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter.

Event description:
It was reported that the patient experienced an underdose with a return of symptoms. It was noted that upon interrogating the pump, it was seen that "events occurred" regarding the pump status. It was further noted that, on (B)(6) 2012, a motor stall had occurred with a recovery about two hours later, both of which occurred prior to implant. Two days later, it was reported that the patient was intubated. A catheter dye study was completed and it was found that the catheter was intact and intrathecal according to radiologists. Additionally, the pump was found to be running normally through a rotor study. The drug used in this system was lioresal.

Manufacturer narrative:
(B)(4).